Event description:
Emt-d's responded to a person described as in cardiac arrest. The pt was connected to the device and the analyze button pressed. The device advised shocks 6 times which were administered. Als personnel took over the scene, removed and re-connected the patient to a defibrillator/monitor. The pt was diagnosed as in vfib. The pt was shocked 4 additional times, at the scene and in transit to the hospital, but was not resuscitated. According to the reporter, when the event recorder cassette tape from the device was reviewed, what appeared to be qrs complexes were observed on the patient's ECG which the device had advised shocks. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator.